Manufacturer narrative:
The reported event of egm missing in remote transmission was confirmed. Further information was requested but not received. Based on the data provided, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the transmission was received, however the electrograms (egm) were missing. No intervention was performed and the patient was stable and will continue to be monitored.